Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified creased folds, wear abrasion, two openings curved on the radius and partial delamination on the plug strap disk shell. Leak test and microscopic analysis was performed which identified: one opening striated on the radius, one opening crease smooth on the radius and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is striated opening due to surgical damage consist in the use of some surgical tool, creased smooth opening on the radius due to fold flaw opening, and partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.